Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.

Event description:
It was reported that: 10 oct 2023, the swg was found kinked prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire could not be confirmed through investigation of the returned sample. The customer returned one arterial catheterization kit for evaluation. No obvious signs-of-use were observed on the returned device. Visual inspection of the returned sample did not reveal any defects or anomalies on the returned guide wire or cannula. No evidence of kinking was observed. The returned guide wire length measured 4 5/8" via calibrated ruler which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter (od) measured 0.391mm via calibrated micrometer which was within the specifications of 0.381mm-0.404mm per product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge which was within the specifications of 0.0165"-0.018" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." The guide wire was inserted through the returned needle. No resistance was encountered as the guide wire passed completely through the cannula. Therefore, the device functioned as expected. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on the customer report and evaluation of the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the swg was found kinked prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.